Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse rebooted the system and no errors were triggered. The fse adjusted the boom in different positions, and drove the patient side cart (psc), with no issue. The fse hard cycled the system, and on reboot error 23068 was triggered. The fse recovered the error, but error 23002 was triggered. The fse replaced axes controller platform (acp) 4 and performed boom calibration. The system passed. The fse rebooted the system with no errors triggered. The fse also performed x5 power cycles, with no errors triggered. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted cholecystectomy surgical procedure that a repeated recoverable fault occurred. The site converted the procedure to laparoscopic as they were unable to clear the error. There were no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The axes controller platform (acp) board was analyzed, and failure analysis (fa) investigation could not reproduce, however the errors were confirmed and verified via error logs and system logs. The acp was tested on the test system, programmed and system started at normal mode with no errors and failure message. Fa verified all axes with no errors and failed. Fa performed 10 power cycles, and all passed. The board remained on the system for 1.5 hour in normal mode, with no failure/errors reported. Fa drove the patient side cart (psc) functionality test with no error message and no failure. The acp is in a good physical condition.